Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 2.6mmol, 5.2mmol. Tests were done within 20 mins with a difference of 2.7mmol. Pt did not experience any adverse events. No further info has been reported.